Event description:
Blood barrier on three plasma separations comprimised. All three filters that failed came from the same lot number. No medical events occurred to the pt since, the leak was detected by nursing staff. Braun dialysis machine used in treatment.